Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of approximately 300 mg/dl. Reportedly, the cause was unknown, however, the customer believes the pump is not delivering insulin properly. The customer is using fiasp insulin, which is not approved for use per tandem labeling. Tandem technical support informed this was off label use, customer acknowledged. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended, however, customer denied pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.